Manufacturer narrative:
Based on the information provided, the root causes of the patient's post-operative complications cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The following information is unknown: what hospital the da vinci-assisted surgical procedure was performed at and the name of the surgeon who performed the surgical procedure. The patient's full name and contact information are also unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient claimed that she experienced post-operative complications after undergoing a da vinci-assisted surgical procedure. However, as a result of the post-operative complications, it is unclear if the patient required any medical intervention to prevent permanent impairment/damage. The root causes of the operative complications experienced by the patient are unknown.

Event description:
On 06/02/2016, intuitive surgical, inc. (Isi) became aware of the (B)(4) blog titled, (B)(4). According to the internet blog, the patient alleged that she experienced multiple post-operative complications after undergoing a da vinci-assisted hysterectomy procedure performed on (B)(6) 2014. The internet blog does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the operative complications. Refer to the following internet link for access to the internet blog: (B)(4). Based on the internet blog, the following information was provided: the patient indicated that she was sent home the same day after undergoing a da vinci-assisted hysterectomy procedure. Post-operatively, the patient claimed that she experienced bladder and pelvic pain. After consulting with her surgeon, the patient indicated that she was instructed to go to the ER on post-operative day 4 or 5. While in urgent care, the patient was found to have a bladder infection. Since undergoing the da vinci-assisted surgical procedure, the patient indicated that she has had multiple exams and radiologic tests performed on her pelvis and bladder. A year and a half later, after undergoing the hysterectomy procedure, the patient claimed that she still experienced pelvic and bladder pain.